Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: h6(device code).

Event description:
It was reported that while servicing the cs300 intra-aortic balloon pump (iabp) unit, the getinge field service engineer (fse) discovered an electrical test fail code 120. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue replaced the display unit, top screen boarder and lower keypad sticker. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer, and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that while servicing the cs300 intra-aortic balloon pump (iabp) unit, the getinge field service engineer (fse) discovered an electrical test fail code 120. There was no patient involvement, and no adverse event reported.